Event description:
It was reported that the user experienced repeated ¿change sensor¿ and pairing failure alerts on the ilet bionic pancreas after starting a new dexcom g7 continuous glucose monitor (cgm), including a misconfiguration where the pump was set to dexcom g6 instead of dexcom g7; the user corrected the cgm type and re-entered the pairing code and was advised on use of bg run mode until a successful connection. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.